Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres for 3 minutes, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.